Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary: device history lot : part: 04.628.101, lot: 3l56265, manufacturing site: mezzovico, release to warehouse date: 21.feb.2019. Visual inspection: the returned item has been received not in original packaging. Information etched match to complaint system and device history review (DHR). The mis fracture clamp item is the assembly of the following components: nut with 3 lobe drive washer clamp body collet. The thread of the nut component and one of the collect components are damaged post-production (cross threading marks on them) probably for an incorrect tightening of the nut during surgery. No evidence of visual non-conformance manufacturing related. Functional test: the functionality of the device with respect to the complaint condition has been verified reinspecting the dimensional features which determine the functionality of the involved items: no functionality defect or deficiency identified. Besides, it has been verified that even if damaged, the nut can be tightened on the collect of the fracture clamp, confirming the functionality of the returned item. Dimensional inspection: the two components (nut and collect) involved in the complaint condition were reinspected for all the features relevant to it. The measurable features have been found conforming to manufacturing specifications. Document/specification review: the involved item has been manufactured and then released in february 2019 according to the drawing. All the items of the lot have been assembled and functionally tested and no non-conforming parts have been reported. No non-conformances or document changes have been identified which may be related to the complaint condition. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Summary: as per selected investigation flow from w-m-s080 appendix a, the investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. The complaint is rated as unconfirmed and not valid from a manufacturing point of view, as the part is fully functional and damaged post-manufacturing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported with an unknown date that they received faulty mis fracture clamp 04.628.101. It is locking the cap to be tightened and it rotated through without tightening. Clamp had to be removed and replaced with new one; for this the rod had to be removed and then also reintroduced . Procedure was delayed 10 minutes but completed successfully. There are no patient consequences. Concomitant devices reported: unknown locking/set screws: uss (part# unknown, lot# unknown, quantity# 1) unknown screw/rod construct accessories: uss (part# unknown, lot# unknown, quantity# 1) this is report 1 for 1 (B)(4).